Event description:
The customer reported that the device jaws would no longer open. Some tissue was torn in the removal of the device.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. One (B)(4) instrument was returned for evaluation. The jaws had tissue between them and were stuck closed. After the jaws were pried open, a staple was found in the knife webbing. The staple kept the knife from retracting completely, causing the jaws not to open. Once the staple was removed from the webbing, the knife retracted and extended normally when the trigger was actuated. The IFU for this device states do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur.